Event description:
It was reported that the biomed had an arctic sun device that kept failing for an error 3 (pre warm nominal flow error) during calibration. Stated that the system hours were 6991 and was due for the 2k hours preventive maintenance. Per wo information received on 28 jan 2022, there was no patient involvement. Per sample evaluation results received on (B)(6) 2022, it was reported that there was multiple alarm 2 (low flow) noted throughout the patient data due to low circulation flow with the circulation pump at full power. It was stated that there were signs of electrical overstress at the junction of the power inlet module ac hot side and the connector for the main ac voltage circuit card . It was also stated that during the repairs phase, tank seals were found lifted from the tank . It was also noted that double-bent hose and chiller evaporator hose were found deformed or elongated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. Root causes are inadequate verification and validation activities of the crimping process , single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected

Event description:
It was reported that the biomed had an arctic sun device that kept failing for an error 3 (pre warm nominal flow error) during calibration. Stated that the system hours were 6991 and was due for the 2k hours preventive maintenance. Per wo information received on 28jan2022, there was no patient involvement. Per sample evaluation results received on 18jul2022, it was reported that there was multiple alarm 2 (low flow) noted throughout the patient data due to low circulation flow with the circulation pump at full power. It was stated that there were signs of electrical overstress at the junction of the power inlet module ac hot side and the connector for the main ac voltage circuit card . It was also stated that during the repairs phase, tank seals were found lifted from the tank . It was also noted that double-bent hose and chiller evaporator hose were found deformed or elongated.